Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had multiple autofill failures. There was there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had multiple autofill failures.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10,h11. Corrected fields: d5,e2,e3,g2. It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "autofill failure". Actually the repair for this unit had still not been made. There was no involvement of the patient during this process. Despite gfes(good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair service not done.